Event description:
It was reported that pt underwent primary hip procedure on (B)(6) 2010. Pt underwent revision surgery in (B)(6) 2010 due to instability and dislocation. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).